Event description:
Eliminate the reference to a white strip being removed from on line video. Explain that the non-moldable part on the bottom should remain intact. I spoke to "customer complaints" on your phone line twice and he was very helpful. I cannot find my receipt. He said it was ok to send just the upc and lot number from my box. Lot: 036035.

Manufacturer narrative:
This complaint has not been confirmed. Device not returned to MFR. No injury was reported, no medical attention was reported to have been sought. This is being reported as a possible delamination, as choking is possible as a result of delamination.